Manufacturer narrative:
Pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. The pump was received with a partially broken reservoir tube lip, a missing reservoir tube o-ring, cracked battery tube threads and a cracked case at the display window corner. The reservoir still stayed locked in the reservoir compartment.

Event description:
The customer called to report that the reservoir tube lip was broken and the reservoir did not lock in. The customer's blood glucose reading was 600 mg/dl and treated with the insulin pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The device was replaced and will be returned for analysis.